Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation of the pulse generator, an electrocardiogram anomaly was observed. No intervention was reported. The patient was fine and would be monitored.